Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient returned to clinic on (B)(6) 2021 due to concerns with their system controller. The patient's controller screen could light up but would not display any information. The patient denied any alarms and reportedly felt no difference since the controller issue started. The green pump running light emitting diode (led) was functioning on the patient's controller. The patient switched their backup controller to their primary and was given a new backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the¿controller screen could light up but would not display any information¿ was confirmed with the returned system controller (serial # (B)(6)). The returned device was connected to laboratory equipment and the expected ¿charging¿ visual message on the front user interface did not display. The suspected internal lcd display module was exchanged for a functional lcd display module. The test lcd display module functioned as intended and was able to cycle through all the screens with the navigate display button. The testing confirmed a damaged/nonfunctional lcd display module. Further evaluation of the lcd display module could not be performed, and a root cause could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 07jan2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information provided. The manufacturer is closing the file on this event.